Manufacturer narrative:
Follow-up #1: date of submission 02/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: the battery compartment was found to be cracked on the threads above and below the bumper pad. The keypad cover was intact, however, the up and down buttons were found to be intermittently unresponsive to testing. The keypad cover was removed for further investigation and contamination was found under all the button contacts. Unrelated to the initial complaint, the display was found to be dim, fading, and reddish in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that if the pump was cracked near the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.